Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during prime phase of peritoneal dialysis therapy. The nurse started over with new supplies to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.